Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the reported event; the programmer booted up with a system error due to the xy pcb (printed circuit board) assembly. Analysis also found the ECG (electrocardiogram) connector was loose on the lem (link electronic module) pcb assembly. A hinge plate screw was missing, the system fan was noisy, and the keyboard was pulling apart at the hinge pin. (B)(4).

Event description:
It was reported the programmer booted up in an error screen. Programmer was rebooted multiple times with same errors. The programmer was returned for repair. No patient complications have been reported as a result of this event.